Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while driving, the infusion set's tubing detached at the quick release. Reportedly, the patient went to work and found that the tubing came out of the connector. The site was torso and the pump was on the same side. The infusion was used for the one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.